Manufacturer narrative:
A titan touch pump and cylinders 1 and 2 were received for evaluation. A separation was noted in the shorter exhaust tube of the pump at the tube/strain relief junction. This was a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. A partial separation adjacent to abrasion was noted near the connector on the exhaust tube of cylinder 1. This was not a site of leakage. Abrasion was noted on all the longer exhaust and inlet tube of the pump. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, it was concluded that while in-vivo the longer exhaust tube and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the shorter exhaust tube at the pump tube/strain relief junction. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to a tubing leakage. No other adverse patient effects were reported.